Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found a bubbled dso seal and a loose latch. Functional test found the latch was loose. The primary issue was replicated at the time of the investigation. The dso seal was replaced to address the primary complaint. Also replaced the latch.

Event description:
It was reported that "membrane out of service." There was unknown patient involvement.